Manufacturer narrative:
PMA / 510(k)#: jka, fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that needle was half retracted with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: needle was half retracted while still in the package.

Event description:
It was reported that prior to use it was discovered that needle was half retracted with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: needle was half retracted while still in the package.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation; however, no samples associated with a loose tubing cap were received and therefore, not observed. The samples were evaluated and the customer's indicated failure mode for preactivation and retraction issue with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10